Event description:
The reporter states that he obtained a 176 mg/dl and 84 mg/dl blood glucose comparison on the accu-chek aviva meter. These results were in the meter memory. The results were obtained within a 10 minute timeframe, no reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.